Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s pain at their pocket site still persists. The patient signed consent for a pocket revision.

Event description:
Information was received from a manufacturing representative regarding a patient. It was reported that the patient has swelling and pain over their battery site. The patient also requested reprogramming, as they claimed they have had stimulation in their ribs. The patient stated that their stimulation has never helped with their back. They also noted that charging is taking longer than normal. Impedances were checked, and all were within normal limits. The patient was reprogrammed; they still had some stimulation in their ribs, but less than they had before. However, coverage could not be achieved in the patient¿s back. The patient¿s battery charging history was reviewed. Their average connection is 6 coupling bars, and charging from 25% to 100% took 3.3 hours. A physician also evaluated the patient, and is not concerned with infection at this time. They noted that if the pain persists, repositioning of the battery may be needed. The patient has an appointment within the next two weeks to follow-up with their healthcare provider. It was mentioned that the patient¿s recharging history appeared to be normal, and could take anywhere from an hour or 2 per quarter with a good connection. The manufacturing representative stated that the patient had foot surgery in the beginning of (B)(6), which may have led or contributed to the patient¿s issues. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.